Event description:
The patient's wife reported the patient became weak and fell to the floor. The patient took nitroglycerin and went to bed. The patient's wife questioned if the device delivered therapy. Three weeks later, the device and lead were explanted and replaced. Follow-up was conducted to obtain information on whether the episode was device related, but the attempts were unsuccessful and no additional information was obtained.

Event description:
The patient's wife reported the patient became weak and fell to the floor, that he took nitroglycerin and had gone to bed. The wife questioned if the device delivered therapy. Three weeks later, the device and lead were explanted and replaced. Follow-up was conducted to obtain information on whether the episode was device related, but the attempts were unsuccessful and no additional information was obtained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. The initial reporter name and occupation code have been updated. Evaluation summary: (B) (4) no anomalies found; full lead returned in segments and analyzed.

Event description:
The patient's wife reported the patient became weak and fell to the floor, that he took nitroglycerin and had gone to bed. The wife questioned if the device delivered therapy. Three weeks later, the device and lead were replaced. Follow-up was conducted to obtain information on whether the episode was device related, but the attempts were unsuccessful and no additional information was obtained..